Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping),') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B63550- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, ovarian cyst and urinary frequency. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraine"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdomen pain"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), headache ("headaches"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), mood swings ("hormonal changes describe: mood swings"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral) (interpreted as salpingectomy), oophorectomy (unilateral) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, pelvic pain, back pain, abdominal pain, dyspareunia, allergy to metals, vaginal haemorrhage, vaginal infection, vaginal discharge, female sexual dysfunction, weight increased, migraine, headache, bladder disorder, urinary tract disorder, mood swings, cystitis, urinary tract infection and alopecia had resolved and the fibromyalgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date of implant: (B)(6) 2013 (as per ppf, discrepancy noted). Current weight 150 lbs. Insertion date (previously reported): (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Lot number b63550 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), fibromyalgia ("fibromyalgia"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral) (interpreted as salpingectomy), oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, weight increased, migraine, headache, bladder disorder and urinary tract disorder had resolved and the fibromyalgia outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fibromyalgia, headache, menorrhagia, migraine, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: date of implant: (B)(6) 2013 (as per ppf, discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping). New event's: dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fibromyalgia, vaginal infection vaginal discharge, weight gain, migraine , headaches were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping),') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B63550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, ovarian cyst and urinary frequency. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraine"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdomen pain"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), headache ("headaches"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), mood swings ("hormonal changes describe: mood swings"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral) (interpreted as salpingectomy), oophorectomy (unilateral) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, pelvic pain, back pain, abdominal pain, dyspareunia, allergy to metals, vaginal haemorrhage, vaginal infection, vaginal discharge, female sexual dysfunction, weight increased, migraine, headache, bladder disorder, urinary tract disorder, mood swings, cystitis, urinary tract infection and alopecia had resolved and the fibromyalgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date of implant: (B)(6) 2013 (as per ppf, discrepancy noted) current weight 150 lbs. Insertion date (previously reported): (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: :bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. Lot number added. Events: mood swings, vaginal bleeding, bladder infection, uti, female sexual dysfunction, nickel allergy, pelvic pain female, hair loss, back pain, abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping),') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B63550-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, ovarian cyst and urinary frequency. Previously administered products included for an unreported indication: mirena from 2010 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraine"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdomen pain"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), headache ("headaches"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), mood swings ("hormonal changes describe: mood swings"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral) (interpreted as salpingectomy), oophorectomy (unilateral) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, pelvic pain, back pain, abdominal pain, dyspareunia, allergy to metals, vaginal haemorrhage, vaginal infection, vaginal discharge, female sexual dysfunction, weight increased, migraine, headache, bladder disorder, urinary tract disorder, mood swings, cystitis, urinary tract infection and alopecia had resolved and the fibromyalgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date of implant:(B)(6) 2013 (as per ppf, discrepancy noted) current weight 150 lbs. Insertion date (previously reported): (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: :bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.